Event description:
Reporter alleged obtaining a discrepant blood glucose result of 278 mg/dl using his advantage system compared back to back with a result of 138 mg/dl on the professional system when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated he self-treated with rest, milk, and a snack. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.